Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes europe. Report received indicates the flank of the cortex screw was partially sheared off and led to the present chip formation. The screw head recess was worn off during forcible use. Based on the available information we are unable to determine the cause of that damage. It cannot be determined whether the screw has complied with the specifications before the damage. The documents of the screw could not be reviewed as the lot number is unknown. No product related deviation was found.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure, it was noted that a piece of metal thread came out during the screw insertion. Reportedly the metal thread seemed to have scratched off from the screw thread. It was reported no fragment was retrieved and the patient was not impacted by this event. Time was taken to ensure no residue remained in the patient. Another screw with the same length was replaced. The event did not require additional medical treatment.